Event description:
On february a pediplate was schedule and before implanting the product the surgeon notice a rough surface on the product. The surgeon stop the procedure and requested an "o" set form another company. This cause a delay of almost one hour. There were no injury to the patient and the implants never touch the surgical site.